Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station drawer 4 was failed and it was not detected on bus. Customer tried to recover the drawer, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) confirmed that the customer had already rebooted the station prior to arrival, and the failure was no longer present. The station was powered off, and the row board cables for the enhanced half-height drawer 4 were reseated. Fse inspected the trays for any debris and performed diagnostic testing, with the results indicating normal feed operation. The system functioned as intended after the field service engineer repaired the device.